Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4) - user has high glucose value test strip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with results obtained results of hi. The expected fasting blood glucose test result range is 110 to 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 11/24/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 : 82mg/dl date: (B)(6) 2017 time: 8:14am fasting. Result 2 : 285mg/dl date: (B)(6) 2017 time: 5:17am fasting. Result 3 : 551mg/dl date: (B)(6) 2017 time: 2:18pm fasting. Result 4 : hi date: (B)(6) 2017 time: 12:23pm fasting. Result 5 : hi date: (B)(6) 2017 time: 10:13pm fasting. Customer called about e-5, while explaining that it may be a high blood sugar reading (over 600mg/dl) customer mentioned that she also obtained an hi. Customer feels fine and denies symptoms related to diabetes at the time of call. Customer states her last a1c was 7.3 (163mg/dl) and that her fasting range is 110-150mg/dl. Customer is not concerned with hi since she was not experiencing symptoms of hyperglycemia at the time of higher readings. Customer states she took her insulin and kept monitoring her sugar. Customer did not have control test. Did not run a back to back blood test since customer is not fasting.